Event description:
An endurant iis bifurcate stent graft was implanted for the endovascular treatment of a 58mm  abdominal aortic aneurysm. It was s tated there was enough landing zone. The length of the neck was noted to measure  40mm. It was reported that despite the proximal landing zone  length, a type ia endoleak was identified post procedure. A cuff was implanted. Ballooning of the proximal stent graft was performed but type 1a endoleak remained. The distal landing zone was noted to measure 35mm. It was reported that a type ib endoleak was also identified post procedure. The distal endoleak was treated with ballooning, but  did not resolve. Per the physician the cause of the endoleaks are undetermined. It was noted there was enough neck and the device was selected to spe cification. No additional sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received: it was confirmed the ib endoleak was contained in the left common iliac and in limb etlw1616c93ee v30769260 film evaluation summary: the reported endoleaks seen during the interventional procedure were confirmed; however, the exact cause/source of the endoleaks could not be fully determined from the films returned. Only a single imaging view point (a-p) was provided, thereby, making determination of the endoleak difficult. Post-implant CT's were also not provided. It is most likely that a type ia endoleak was present. The lack of full expansion of two suprarenal stents upon deployment of the main body bifurcate and localized crowding of suprarenal stents on the right side of the stent graft after cuff implantation may have been a contributory factor in the occurrence of this likely type ia endoleak. Anatomical factors, such as calcification noted along the infrarenal aortic neck may have also contributed to this event. It is likely that an acute type IV blush endoleak caused by fabric porosity was also present. This likely type IV appeared as focused leak from the flow divider that is most likely due to the higher porosity in that portion of the stent graft distal to the overlap of the bifurcate and cuff. The presence of a concomitant type ii endoleak from patent collateral vessels cannot be ruled out. A likely type IV endoleak was also observed in a segment of the left stent graft limb which was positioned in the aneurysm sac, distal to the overlapping zone. There was a slight angulation of the limb in the area within the aneurysm sac, which may have contributed to fabric stretching, increasing fabric porosity in the area. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. While a type ib distal endoleak cannot be ruled out, there appeared to be adequate distal seal observed. Analysis of the returned films did not reveal any obvious stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.